Event description:
Reporter had an accident (car) in 2001 and 48-72 hours later had a spinal shock, losing sensation of having to void. Because of this, she had bladder surgery but was not told that the mesh was to be implanted. She did not regain full bladder function and suffered from leakage which is even more pronounced since the surgery. Right away she started having urgency which she did not have before. She cannot get the bathroom in time. She also has burning, constant infection, odor, dizziness and brown discharge. No one seems to know why. No one told her this could happen. She also has back, hip and vaginal pain and was diagnosed with multiple sclerosis two months ago.